Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor was replaced to address the issue. There was evidence of dust and dirt contamination. In addition, the muffler, blower assembly, blower bellows, tubing blower chassis, tubing-fio2, tubing-low flow o2 and tubing system board need replaced due to contamination. And the internal battery door needs changed due to physical damage/contamination.